Event description:
It was reported that the patient underwent a knee revision approximately 5 years post implantation due to pain. The surgeon resurfaced the patella and exchanged the articular surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgical notes: spinal anesthesia, midline medial parapatellar incision; no intraoperative complications reported. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: arthroplasty components are anatomically aligned and there is no evidence of implant loosening. There is narrowing of the patellofemoral joint greatest medially with normal alignment. A joint effusion is present. Implant fit and alignment are maintained. Bone quality is osteopenic. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.